Manufacturer narrative:
1.DHR/bhr review (lot#4258108): 1) the products of this batch were assembled at intima ii auto line 2 in oct 2024, and packaged at r240 package line in oct 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the leakage site of the indwelling needle. 3. The retained sample of this batch is taken for leakage test, the leakage test is qualified, and the test in accordance with product specifications, no leakage was found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for further examination, and the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn/ec slm had leakage. The following information was provided by the initial reporter: a patient was admitted to the hospital with pain in the right chest ribs for 6 hours due to a fall. A rib fracture was suspected. While preparing for intravenous infusion, the nurse discovered a leak in the closed venous cannula. The cannula was immediately replaced, and the patient was not affected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.